Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alert. Customer stated that piston did not go up. Customer stated that insulin exited tubing with manual plunger push. Customer stated that after rewind, reinsert reservoir into insulin pump and run load reservoir or fill tubing to at least 5.0 unit, insulin pump alarmed. Customer stated that insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with no delivery alarm during seating due to out of spec force sensor zero offset ( 0 mv). No cosmetic damage noted.